Event description:
Olympus was notified of an article where the hospital reproted 177 pts may have been exposed to hepatitis or the h.i.v virus due to endoscopes that may have been improperly disinfected. The hospital employees failed to document whether they had tested the disinfectant concentration in the washer/disinfector over a twelve-day period. The hospital sent out letters to pts that had undergone procedures during the same twelve-day stretch. The hosp has recommended pts get tested for hepatitis b, hepatitis c and h.i.v., now and again in six months. To date, no pts have tested for hepatitis b, hepatitis c and h.i.v., now and again in six months. To date, no pts have tested positive for hepatitis or h.i.v.